Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 398 mg/dl and 143 mg/dl; hi (greater then 600 mg/dl) and 260 mg/dl; and 260 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 398 mg/dl and 143 mg/dl, hi (greater then 600 mg/dl) and 260 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.